Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
This report is being filed to update the analysis results.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the pacemaker showed 9 months remaining battery life, but had shown four years remaining 8 months earlier. Engineering analysis of the device's memory confirmed the device was depleting prematurely as the power consumption had been increasing steadily over the past year. Explant was recommended. Subsequently the device was explanted and replaced. No additional adverse patient effects were reported.